Manufacturer narrative:
The reported 72203378 healicoil sa pk 4.5mm w/2 ub-bl cbrd bl used in treatment, was returned for evaluation. Visual assessment confirms complaint. Broken anchor was returned with sutures. The healicoil pk 4.5 was not returned. An exact root cause cannot be determined with confidence. The instruction for use states: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during a scapular repair, the anchor broke in half. It is unknown if there was any backup device available; hence, it is unknown how the procedure was complete. It is also unknown if the procedure was any delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.